Manufacturer narrative:
This case was reopened on july 15, 2016 to enter additional information which was received on july 06, 2016. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 62/56 v.

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on the right side on (B)(6) 2008. Currently, the pt is being monitored due to loosening.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot number were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be /is related to the issues fro which zimmer implemented a notification in july 2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).